Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiograms obtained by vsi/teleflex revealed narrowing proximal to the radiopaque lock. Radiopaque lock positioned proximal to the bifurcation. Post-cutdown angio indicates flow return. The device lot history record review for lot number mn2301532 manta 18f indicated during lot release of manta lot (mn2301532) two devices exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. A centrally positioned access was gained utilizing ultrasound guidance with a micro puncture kit. The left common femoral arteriotomy (cfa) was approximately 7.5-8.0mm, with mild to moderate calcification distal to the access. Following withdrawing the 14f expandable procedural sheath, heparin and protamine were administered and an 18f manta was deployed to the measured depth for closure. Post-deployment, no external arterial bleeding was noted, although a post-angiogram indicated stenosis present at the access, extending posteriorly. The cardiac surgeon decided to perform a cut-down and explant the manta device. During the surgical intervention, the patient experienced a blood loss of 2.4 liters and required a transfusion of three units. The manta collagen was seen attached to the external anterior wall of the vessel and was secured in place with the radiopaque lock. The manta anchor was not seen, and the surgeon suspected the anchor remained within the patient or in the sterile field, although was not located in the field by the team. Contralateral balloon angioplasty was delivered to tamponade and the vessel was sutured for closure. The patient's vital signs remained hemodynamically stable throughout the procedure. The surgeon noted the patient did not experience any harm, injury, or health consequence from this event and the outcome post-procedure was fine. The root cause of the delivery of the implant not being effective in creating hemostasis requiring surgical intervention is potentially user error due to the access location being distal to the bifurcation which possibly caused the anchor to catch on the bifurcation. The device was not returned, there is believed to be no device failure. Risk documentation has been reviewed and this is a known risk of the device. The severity of harm is ranked as a 5 due to the patient requiring three units of packed blood cells which covers this incident. The manta instructions for use posts warning not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. Potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. IFU procedure preparations state to confirm via femoral arteriogram, no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. As precaution, if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: manta deployed in left cfa as per IFU by md ic. Post-manta imaging performed and demonstrated area of stenosis at and extending below manta deployment site. Md cardiac surgeon (cs) chose to perform cutdown. Manta explanted. Md cs stated that he did not see the footplate and suspects it may have remained within patient or on sterile field, however, or staff/team did not find manta footplate on sterile field during procedure. Md cs stated that the manta was found with collagen secured to external, anterior cfa vessel wall with radiopaque lock on top, as expected. Md ic proceeded to use a balloon via contra-lateral femoral access route, inflated below nominal as cfa approx 8-9mm, to tamponade surgical field for md cs. Md cs then repaired left cfa arteriotomy. Vital signs remained hemodynamically stable throughout as per md ic and cs. Patient transfused with 3 units of prbcs during procedure. Blood loss of 2.4l. Hemoglobin "147" two weeks prior to index procedure as per or rn. Patient reported as fine post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: manta deployed in left cfa as per IFU by md ic. Post-manta imaging performed and demonstrated area of stenosis at and extending below manta deployment site. Md cardiac surgeon (cs) chose to perform cutdown. Manta explanted. Md cs stated that he did not see the footplate and suspects it may have remained within patient or on sterile field, however, or staff/team did not find manta footplate on sterile field during procedure. Md cs stated that the manta was found with collagen secured to external, anterior cfa vessel wall with radiopaque lock on top, as expected. Md ic proceeded to use a balloon via contra-lateral femoral access route, inflated below nominal as cfa approx 8-9mm, to tamponade surgical field for md cs. Md cs then repaired left cfa arteriotomy. Vital signs remained hemodynamically stable throughout as per md ic and cs. Patient transfused with 3 units of prbcs during procedure. Blood loss of 2.4l. Hemoglobin "147" two weeks prior to index procedure as per or rn. Patient reported as fine post procedure.